Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient received an advance xp sling but during the ongoing use period it was determined that the patient was still suffering from incontinence. There were no device issues however it was decided that an artificial urinary sphincter (aus) would be the best option for the patient. A revision surgery was performed and the patient is expected to make a full recovery.